Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h9. "Fy24-osta-14" was inadvertently submitted on the previous submission; however, there is no h9 entry at this time and the field should remain blank.

Event description:
A user facility reported to olympus that during a therapeutic laparoscopic hysterectomy, one branch of the pk cutting forceps, 5mm, 33cm fell out of the shaft and into the patient. The device had to be removed laparoscopically with a france clamp. This took an additional 5 minutes while a new device was installed. It was also stated that the device had no abnormalities upon initial inspection and worked until almost the end of the procedure. The procedure was successfully completed with a new device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the jaw was confirmed to be broken off; however, the jaw piece was not returned to examine. A review of the device history record found there was no indication that manufacturing procedures could have caused or contributed to the reported issue. It has been about 1 year since the subject device was manufactured. Based on the results of the investigation, the issue was found to be linked to a specific jaw lot. A CAPA (CAPA-201438) was opened, and a stop shipment was initiated due to the investigation findings. This supplemental report includes an update to h3. A correction has been made to h8 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.